Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise for an unknown duration. However, there had been no change in the daily lead measurements or the real time lead measurements. Approximately five months later, the patient reported lightheadedness and a holter monitor was put on the patient. The holter monitor recorded 5.6 second pauses. The local area sales representative decreased the sensitivity in an attempt to filter out the noise. Approximately one month later the patient was again feeling symptomatic. A revision procedure was performed and the rv lead was surgically abandoned. It was reported that the pauses in pacing returned when the lead was manipulated on fluoroscopy. An insulation breach was suspected, however no physical evidence on the lead was confirmed. A new rv lead was successfully placed. The device was also explanted and replaced. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.